Event description:
Information was received indicating that a smiths medical medfusion® 3500 syringe pump received a "super cap" post error / motor error message. There were no reported adverse effects. The product family hazard analysis indicates that the device in the reported incident is related to a hazardous situation (rmd-10001441-interruption of therapy-hazsit.46) and would likely cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis in used condition. The tamper seal was broken. The top case was cracked. A power up process replicated the super cap error. An occlusion test replicated the motor rate error. Repairs were done to correct the problems. The failure mode was normal wear. Root cause: no fault was found. No patient involvement.